Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Ram parity error occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that a power on reset (por) occurred and consequently reset. The device remains in use. No patient complications have been reported as a result of this event.